Event description:
Pt got 3 boxes of accucheck active strips with a green label and the following info: 1st box, exp = 2005-09, lot 023/2289543; 2nd box, exp = 2005-4, same lot number as box 1; 3rd box, exp = 2005-05, same lot # as box #1. As the boxes did not have the orange colored calibration strip, they called roche diagnostic. Roche told him not to use the glucose test strips as these strips were not for sale in the united states. Eight months later, pt purchased 2 more boxes of glucose test strips from another pharmacy. Again, these strips were in a green box, and he had been told by roche not to use the products from the green box. Both boxes have the same coding info: exp = 2004-12, lot # 173/22882432.